Event description:
Factory analysis of the returned power supply revealed a capacitor failure that resulted in the reported power issue. The noted failure may result in the unit shutting down during normal ventilation operation when ac power is restored. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of ac power, an audible power fail alarm will activate.

Event description:
The customer reported the ventilator shutdown during normal ventilation operation and alarmed. The customer reported the device was in use on a patient and there was no patient harm. Upon evaluation, the manufacturers field service engineer reported the device would not power on. The service engineer replaced the power supply and reported continued power issues during testing. The service engineer replaced the power switch to complete the repair. Applicable final testing was completed and passed.

Manufacturer narrative:
Supplemental report.